Event description:
Three coronary stents with delivery systems were successfully deployed at the target lesion site in the pt's saphenous vein graft to the lt anterior descending artery. A fourth coronary stent with delivery system was successfully advanced to the target lesion site. During attempts to inflate the balloon catheter, the integrity of the balloon became compromised. A snare device was utilized to successfully retrieve the stent from the pt without complication. There were no clinical sequelae reported relative to the event.